Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the insulin pump over-delivered eight units of insulin. Customer had a seizure. The maximum bolus was set to four units. The current blood glucose reading is 122 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.